Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and replaced.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant medical products: 6935m lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic due to the implantable cardioverter defibrillator (ICD) alarming. An interrogation report indicates that the device had reached recommended replacement time (rrt). The device battery longevity was less than expected. The device is scheduled to be replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.